Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and self test. Unit was able to rewind successfully with no alarms in process. All test functioned successfully. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any related alarms recorded to confirm complaint code that may have occurred in the past or during the complaint call. The adapt tool reveals that multiple pump error 37 alarms were recorded on (B)(6) 2025 from 20:36:27.000 through 21:06:09.000. However, no alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. During deconstructive analysis, it was determined that moisture damage was noted on motor home switch and electronic assembly. Isolate to motor and electronic assembly. Unit was also received with scratched case, battery tube threads - cracked, cracked case (battery tube), cracked case on battery side and label damage (peeling). In conclusion, customer concerns were not confirm during testing. Unit was tested successfully, and no unexpected alarms noted. However, during deconstructive analysis, it was determined that moisture damage was noted on motor home switch and electronic assembly. Isolate to motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.